Event description:
It was reported, all the targeting hole targeted except for the last one (pa screw hole).

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.